Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. The complaint was not confirmed or duplicated as no investigation was performed. Device retuned as unrepaired end of service.

Event description:
It was reported that the pump exhibited an acu watchdog failure. There was unknown patient involvement, no patient injury was reported.